Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the joystick works except the screen is black.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, liquid ingress. Liquid ingress to pcb and lcd, missing sd card cover. Complaint was confirmed. The underlying cause is liquid ingress. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, liquid ingress. Liquid ingress to pcb and lcd, missing sd card cover. Dealer states that the joystick works except the screen is black.